Event description:
It was reported that patient presented to the ER after receiving multiple inappropriate shocks. Upon interrogation, both rv and lv lead dislodgement was observed. Rv lead was found to be picking atrial signals causing in appropriate shocks. Both rv and lv leads were explanted and replaced. Patient is stable post procedure and will continue to the monitored.